Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7071005.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the leads were repositioned.